Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is reported as unknown because it could not be confirmed which of the two implanted clips experienced the movement on the leaflet; therefore, the UDI and lot history record review are provided for both clips as follows: lot: 60325u128 - UDI number: (B)(4). Lot: 60325u130 - UDI number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from these lots. The reported patient effects of dyspnea and worsening mr, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The worsening mr appears to be due to procedural conditions and the clip movement on the leaflet. The dyspnea was likely a secondary effect of the worsening mr. All available information was investigated and the reported partial clip movement on the leaflet appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the clip movement on one leaflet. It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure. It was noted that there was a huge prolapse at the posterior 2 (p2) leaflet segment. Two clips were implanted and the mitral regurgitation (mr) was reduced from grade 4 to grade 1-2. On (B)(6) 2017, the patient was rehospitalized due to shortness of breath and increased mr. A second mitraclip procedure was performed and it was noted that the centrally placed clip had partially detached from the posterior leaflet at the site of the pre-existing prolapse, but remained fully attached to the anterior leaflet. One clip was implanted just lateral to the loose clip. The mr was reduced from grade 4 to grade 1-2. No additional information was provided.